Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule did not transmit and recorder did not record data throughout the 48-hours study. The technical support advised the customer to send the de-identified copy of the study and once received, it will be reviewed. The recorder worked correctly during the previous procedure a repeat procedure will be necessary. There was no patient injury.

Manufacturer narrative:
Evaluation summary: the bravo capsule was not received for evaluation, however, the bravo recorder was received for evaluation and the returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported the capsule did not transmit and recorder did not record data throughout the 48-hours study. The reported condition was not confirmed. The investigation found that the bravo recorder arrived for investigation and problem not found. The recorder works properly. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. Corrected information: (evaluation code-method, evaluation code-result, evaluation code-conclusion). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.